Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure by using covera vascular covered stent. After the placement procedure it was noticed that the stent immediately folded upon deployment. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, images, photos and video were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.